Event description:
It was reported that the user¿s ilet displayed a bg run mode message due to the ilet being paired to an incorrect or old dexcom sensor, resulting in no cgm data until the correct dexcom g7 sensor ID (B)(6) was entered and pairing was completed; upon connection, the ilet displayed a glucose of 196 mg/dl, and the user reported a highest bg of 384 mg/dl with automated corrections delivered by the ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included support-assisted troubleshooting to reconfigure cgm pairing on the ilet and confirm successful sensor connection. Investigation of this case revealed that the issue was a pairing failure between the dexcom g7 sensor and the ilet, resolved by entering the correct sensor serial and restarting the g7 pairing workflow. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to incorrect sensor pairing rather than device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.